Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up. It was noted that the patient's left ventricular (lv) lead exhibited high pacing impedance and out-of-range capture threshold. The lv lead was reprogrammed and the patient was stable.